Event description:
It was reported, the customer was hospitalized due to high blood glucose. It was also stated the cannula was bent when customer took it out. Troubleshooting was performed and insulin pump appeared to function normal.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete.